Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was discovered that the right ventricular lead was undersensing ventricular activity. Programming changes were implemented. The patient was in stable condition throughout.